Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: feeling low, jittery, nervous, dizzy. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt not ok message. Replaced batteries. Issue still not resolved. The result on their meter was unable to test. There was no comparison. Customer drank some orange juice because customer felt low. No further information has been reported.